Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a customer regarding a handpiece. It was reported that the device was getting hot during use. There was no delay in procedure and no injury to the patient.

Manufacturer narrative:
The device was received for evaluation and repair. Analysis confirmed the customers complaint with the device heating to 199° f after 1 minute. The nose bearings were corroded and the nose cone scratched. The cable and laser markings were worn. The nose bearings, nose cone, motor cable assembly, and laser markings were replaced. The device was repaired to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.